Event description:
Customer reported, that the device was not retaining battery charge. A third party battery, unipower battery was being used in the device.

Manufacturer narrative:
Customer using a third party battery in device. Still under investigation.